Event description:
A low reading issue was reported with the freestyle libre 2 sensor. A healthcare professional reported a customer received an unspecified low scan on their sensor. The customer experienced symptoms described as ¿shock¿, vomiting, and a loss of consciousness and was unable to self-treat. The customer was transported to the emergency where a laboratory result of 49 mmol/l was obtained and the customer was administered a ¿drip¿ for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.